Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the pt was revised due to pain with burning and swelling. Post-operative films exhibit progressive radiolucencies around the femoral component indicative of femoral loosening.